Event description:
Information received by medtronic indicated that a patient had a pericardial effusion post cryoablation procedure. Procedure performed (B)(6) 2014. Post-procedure, patient complained of chest pain and shortness of breath. Trans-thoracic echocardiogram on (B)(6) 2014 showed a 12mm pericardial effusion. Two pericardial punctures done and drain left in-situ. Follow-up echocardiogram done on (B)(6) 2014 shows no further pericardial effusion. Additional treatments with fentanyl, versed, morphine and naproxen. Chest x-ray shows signs of hypoventilation (diaphragm elevation); ECG suggestive of pericarditis, af. Patient felt better, event resolved and patient was discharged on (B)(6) 2014. Device 1 of 2, reference MFR report: 3007798852-2014-00010.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Pericardial effusion and pericarditis are listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.